Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (39-40 mg/dl). The cause for the bg was unknown. The customer consumed juice and boost to treat the bg. The customer continued to use the pump for insulin therapy.